Event description:
The customer reported problem with the remote monitor; there was also an image retrieval problem.

Manufacturer narrative:
This MDR is related to the ge healthcare complaint. The ge service rep replaced the display control cable and hard drive. He reloaded the software, and verified system operation. The system is operating as intended.